Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 1-nov-2020 and 28-jun-2021 showed the shock impedance by 150ohms. The analysis of the provided iegm episodes revealed no further deviations that might have contributed to the clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the high shock impedance. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that a warning regarding shock impedance was recorded for this lead. Impedance shock graph has shown 150 ohms since 1-nov-2020. Lead remains implanted.